Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep on (B)(6) 2020. It was reported that the patient had experienced increased stimulation approximately 5 times. The cause was not known. The rep met with the patient on (B)(6) 2020 and checked impedances, all of which were within normal limits. The rep performed reprogramming. The patient had also decreased the rate from 80 hertz (hz) to 60 hz, and since then they hadn't experienced the issue again; issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's adaptive stimulation (as) was on during their changes with their stimulation. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that since implant, the patient had experienced unexpected stimulation. It was explained that the stimulation would suddenly stop and then start back up again later. When they would have it set to its lowest setting, the intensity would suddenly increase like it was on it's hardest setting. This stimulation issue would immobilize the patient, and would result in them being "down and out" for two days afterwards. The patient reported they were going to meet with their doctor to address this. No further complications were reported or anticipated.